Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensor connecting to the transmitter. Customer was advised to remove the sensor and it was noted the sensor cannula wasn't there. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the sensor for analysis.

Manufacturer narrative:
(B)(4) inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.